Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was foreign matter on the needle with a bd¿ 20 ml syringe with needle. This occurred on 4 separate occasions prior to use. The following information was provided by the initial reporter, translated from (B)(6) to english: the nurse was preparing to fill a prescription and found that the needle had milky white spots.